Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the custom trach tube was wider than what was ordered. The od should be 9mm, but it looks and feels wider. There was no patient harm.